Event description:
It was reported by customer that prior to use the cs300 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement and no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the device and the balloon and safety disk connections reseated. Unit now autofills correctly repeatedly. Unit now pumps normally. Unable to generate another autofill failure. Unit passes all tests and calibrations to manufacturer standard. Due to character limitation in block e1: initial reporter: (B)(6). Investigation closed on: (B)(6) 2025.